Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The instrument grip cable was broken at the distal clevis hub. The cable segments stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction of a broken cable, and scratches/abrasions on the main tube with light material removal if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, the large needle driver instrument began to fail when the surgeon started to suture. It was reported that the needle driver instrument did not have enough force to grab the needle and it did not close. It was noted that a wire on the large needle driver instrument was broken. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.